Event description:
Pt presented to the emergency room with a lacerated left thumb. Following exam by the physician, the skin was prepped with betadine, the wound cleaned with sterile saline, local anesthetic of 1% xylocaine given, an the wound closed with 4-0 sutures. Gauze and dressing was applied. The pt returned to the emergency room three days later with a complaint of severe pain in the left thumb. She presented without the original dressing on the thumb, however, she informed the ER staff that the dressing had been tootight. The thumb was found to be necrotic from just proximal to the inter phalangeal joint. The thumb was cleansed with h202 and neosporin applied. A gauze and sterile dressing was applied. The pt was referred to a specialist for follow-up. Info regarding the pt's condition revealed that debridement of the wound had not been successful and amputation of the tip of the thumb had been performed.